Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the pump touch screen had "missing/stuck pixels". The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 120 - 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.